Event description:
It was later reported that patient visited the surgeon who inserted it and worked on a different plan. Additional information received 11 days later indicated that patient went to their health care provider who did some adjustment and it appears to be okay presently.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0mzlk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they fell on their right side and broke their pelvis. The patient also had fecal incontinence which was sudden. The stimulation issue reported was not related to positional movement. The patient stated that the device was initially implanted for urinary incontinence but since (B)(6) 2015, they were having issues with fecal incontinence. This event occurred during product use and the indications for use (ifus) were fecal incontinence (171) and gastrointestinal/pelvic floor (901). No outcome regarding the event was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.